Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the cartridge could not be fired all the way. It cut the tissue but only until where it stapled about 45 mm, where the tissue was closed. The surgeon re stapled medially to the failure area. The sleeve which was created, was narrower.